Event description:
On (B)(6) 2020 information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that he needs to get a new battery in there, pt states the ins also sticks out and he can hardly sit in car or against a seat without the ins hurting. On (B)(6) 2023 additional information was received from the patient reporting the reason for call was caller stated they were going to have the device taken out at one time but had to come up with a large amount of money. Caller stated they are now 65 and medicare will pay for the surgery. Caller added that they were thinking of just getting the device removed but then talked to aguy who had a device implanted and said it was just a little bitty thing about a quarter size. Caller stated their device was 3 inches by 3 inches and sticks out and bumps on stuff. Caller noted they bump it and it burns and has been a pain in the tail end ever since it was put in. Caller mentioned they will probably remove it because they have a tendency of falling. Agent sent physician listings to caller via email.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.